Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported a deflation for an unknown side. Device remains implanted.

Event description:
Healthcare professional additionally reported left capsular contracture baker grade I. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on the posterior side assessed as a fold flaw opening. Additional observations: creases were observed. Wear abrasion observed. White particles observed the inner surface of the shell. Black particles observed in the fill channel. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a deflation for an left side

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.